Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 crdm non-defib lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that there was a pace/sense lead failure, high impedance, and double counting. The right ventricular (rv) lead was partially removed and replaced. No patient complications have been reported as a result of this event.